Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter read inaccurately low compared to another meter (hospital meter). The complaint was classified based on the customer care agent (cca) documentation and further information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on the evening of (B)(6) 2020 she developed symptoms of "spinning, stomach acids, breath deeper, tired and vomiting. In response to the symptoms, the patient claimed she tested her blood glucose with the subject meter and obtained an alleged inaccurate result of "250 mg/dl." The patient claimed she proceeded to the emergency room where her blood glucose tested "over 800 mg/dl" on the hospital meter. The time difference between the results was more than 30 minutes. The patient claimed she received treatment for diabetic ketoacidosis; she reported receiving IV insulin and IV saline. The patient informed the cca that she manages her diabetes with insulin (novolog on a sliding scale and a set dose of basaglar) and denied making any changes to her usual diabetes management regimen due to the reported issue. During troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion while using the product. The subject meter could not be ruled out as a cause or contributor to the event.